Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited noise, out-of-range (oor) pacing impedances of greater than 2000 ohms, inappropriate anti-tachycardia pacing (atp) and shocks which likely led to therapy exhaustion. The right atrial (ra) lead is exhibiting some impedance issues as well. It is believed that the rv lead was fractured but this was unconfirmed. In an effort to alleviate these issues, tachy therapy had been turned off in this device until a lead intervention could be performed. A successful lead revision of the rv lead was done, connection was confirmed at the revision procedure, a new rv lead placed and tachy therapy was restored. To date, no additional adverse patient effects have been reported.